Event description:
A (B)(6) male pt called zoll customer support to report that his monitor was not powering up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (monitor not powering up) has been confirmed. Upon investigation the monitor was resetting. The cause for the resets was isolated to an intermittent bga connection on the digital signal processor (dsp) u500. The root cause for the intermittent bga connection could not be positively identified but was likely excessive stress on the monitor c/a board. No adverse event resulted from the defective monitor. The pt received a replacement monitor.